Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient saw a warning power on reset (por) message when they were trying to turn the stimulation on. It was reviewed that the por could not be cleared and the patient was directed totheir healthcare professional to have the ins interrogated. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the therapy had stopped and the implantable neurostimulator (ins) was currently discharged. No further complications were reported.